Manufacturer narrative:
The customer was contacted for return of the electrode pads involved. The electrode pads were not returned to zoll medical corporation for evaluation and were discarded at the customer's facility. No pictures were available for review of the electrodes or the patient's injuries and no lot numbers were provided for retained sample testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), after removing the electrode pads, blisters and tearing of the skin were found on the patient. Complainant indicated that the patient sustained blisters and tearing of the skin. This is all the information available. Please reference medwatch reports 1218058-2019-00090, 1218058-2019-00093, 1218058-2019-00094, 1218058-2019-00095, 1218058-2019-00096, 1218058-2019-00097, 1218058-2019-00098 and 1218058-2019-00099 for similar events reported from the same customer.